Event description:
During a dental procedure on a patient using the sanao contra angle dental handpiece, the dentist noticed that the patients tongue was white and assumed that it was tooth dust the patient complained during procedure. Patient returned to the office to complain later in the day after the anesthetic wore off. The incident occurred thursday (B)(6) 2015. The patient went to a physician on (B)(6) 2015 and was prescribed penicillin. According to an e-mail from the dealer, (B)(4), to the importer, scican inc., the patient is doing fine. The following safety information has been provided in the IFU with regard to the use of electric micro-motors: "risks when using handpieces with electrical micro-motors. Electrical micro-motors generate significantly more energy than conventional air turbines and air motors. Due to the high torques and speeds, poorly serviced, damaged or misused handpieces may lead to overheating which could inflict severe burns on the patient. " MFR ref# 3006028656-2015-00923.